Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant was explanted. The subject device is part of the voluntary field corrective action initiated for neuro zti on october 14th 2021 (international recall #211014).

Event description:
The chu reports : "an explantation took place on (B)(6) 2023." The reason of explantation and serial number or type of implant were not mentioned.